Manufacturer narrative:
Device evaluation: g6, h2, h6, and h11. Results of investigation: the device was subsequently evaluated at the customer facility by a field service engineer (fse) under (B)(4). A note on the device indicated that it had failed to pressurize after losing pressure while in use on the patient. The fse tested the unit with the customer¿s circuit and previous settings, confirming that it would not pressurize. After inspecting all connections, no apparent leaks were identified. Upon reviewing the settings, it was found that the bias flow was set to 0 lpm. Bias flow controls and indicates the continuous flow rate of humidified blended gas through the patient circuit. After adjusting the bias flow setting to 20 lpm, the unit successfully pressurized. A performance check was conducted, and the unit passed all tests, operating within OEM specifications. The device was run for over three hours without any issues.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that while the unit was being used on a patient on (B)(6) 2024 during a procedure the rt's cleaned the patients mouth and also added air to the ett cuff. After the unit seemed to make a noise, they weren't familiar with and the patients chest wiggle was less. They switched the patient to the anesthesia machine. No patient harm reported.